Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00338. It was reported that one lead was fractured and one lead had migrated. As a result, the patient's leads were explanted and replaced to address the issues.